Event description:
It was reported that the physician was placing the catheter subclavian. When the spring wire guide (swg) was pulled back from the line, it broke away without much pull. The physician sated they knew the structure of the swg and that there was a central core wire and a springwire over that. The core wire was intact proximally, so the physician was able to maneuver the catheter and get the entire swg out. Upon closer examination, the entire distal wire was intact out of the pt. Te outer springwire portion separated from the core wire at the proximal end. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.